Event description:
On (B)(6) 2014, the patient had a omega plus twin hook implanted in another hospital. On (B)(6) 2015, the patient had pain. The surgeon confirmed by x-ray that the 4.5mm screw was broken. The patient was revised with a competitors chs on (B)(6) 2015. The thread of broken screw was damaged when removed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, the patient had a omega plus twin hook implanted in another hospital. On (B)(6) 2015, the patient had pain. The surgeon confirmed by x-ray that the 4.5mm screw was broken. The patient was revised with a competitors chs on (B)(6) 2015. The thread of broken screw was damaged when removed.